Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An 80-year-old male with acute myocardial infarction complicated by cardiogenic shock underwent impella cp support via right femoral arterial percutaneous access on (B)(6) 2026. On the morning of (B)(6), the patient developed cardiac tamponade, and imaging revealed left ventricular perforation localized between the lateral and posterior walls. Surgical repair was performed. The physician determined that the perforation did not correspond with the infarction site and attributed the event to the impella device, noting that the pump may have initially been positioned slightly toward the posterior wall, closer to the lateral wall, which may have contributed to the perforation. The patient had reported pain between implantation and the time of diagnosis, although the exact timing of the perforation could not be determined. The impella device was subsequently removed on (B)(6) 2026, as it was no longer required. Following surgical repair, the patient recovered, was extubated, and was reported to be stable with plans for discharge from the ICU.

Manufacturer narrative:
D6b. Explant date was erroneously entered on the initial manufacturer device report.